Event description:
It was informed via phone call that the insulin pump had blank display. The blood glucose level reported was 9.9 mmol/l. No harm requiring medical interventions was reported. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.